Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was damaged broken and patient mentioned that she needs to put a tape just to use. Blood glucose level of the customer was unknown. Customer was advised to discontinue use of insulin pump and revert to back up plan. Troubleshooting was performed and device will return for analysis.